Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition post procedure.